Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the trial patient stated that she may have had a seizure this morning where her wires came loose. Patient¿s spouse did connect device back. The patient stated that she changed her side last night due to feeling tender. Patient is feeling stimulation now, and asked what should she do if she were to experience any complications during the night; patient was advised to call her doctor. No further complications were reported or are anticipated.